Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not delivering the amount of insulin programmed. Alarm history showed a no delivery alarm. Insulin pump passed self-test. Basal rates would be adjusted and customer would monitor insulin pump. Customer's blood glucose levels were not reported.